Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the therapy worked so well for the first week that the patient started planning to have a needed knee surgery. The therapy suddenly stopped working and the patient had to cancel the knee surgery. The patient was frustrated with having to go back and forth to urgent care to cath themself and with changing the programs multiple times trying to find the one that worked for them. The patient generally would start to feel discomfort at the time of day during the report from not going to the bathroom and would wait until after dinner then go to urgent care to cath; it was noted the patient had become proficient in self-cathing as well and was cathing more in the last month or so. The patient currently had diminished urine output; they had a bad fall the day before yesterday, and the morning of the day of the fall, but before the fall, the patient had a very small urine output. Yesterday, the urine output was next to nothing with the same fluid intake, and today, the output was the same with drinking more. The patient confirmedthat even with cathing, they were not outputting urine and did not feel the normal discomfort of having to go to the bathroom; the patient wondered if the fall could have impacted this. The patient had worked with the healthcare provider (hcp) on programming multiple times for the loss of therapy. It was noted the patient checked the patient programmer after the fall and verified stimulation was on. The patient might go to urgent care tonight and might ask for a rapid kidney test as the patient¿s kidneys were sensitive to motrin and they had taken motrin all day yesterday but didn¿t think that would affect urine output. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary retention issues. It was reported that the patient had a loss or change of therapy. They could not release urine normally. It was noted that it took a while for the healthcare professional (hcp) to dial in the therapy but, when they did, it worked great. The therapy would work well to control the retention symptoms for the first few days of the week but, starting friday and over the weekend, they would have a return of retention symptoms. They regularly had to go to urgent care to be catheterized when this would occur. They noted that they do not make any programming changes from the normal 3.1 volts (v) on program 1 and they drank the same amount of water every day of the week. Their hcp just kept telling them to "hang in there." They confirmed that they felt stimulation in the target area, so they were unsure why the symptoms returned. This issue started in (B)(6) 2017. There were no further complications reported or anticipated.

Event description:
Additional information was received and it was noted that the patient's doctor changed their program because they were having trouble with the other program, and since had made their symptoms of restricted urinary flow worse. Patient stated they could not urinate and was urinating less. Patient mentioned they were going to urgent care twice a day because they were unable to get in touch with their doctor. The issue began prior to implant, had gotten better after implant, but since had gotten worse. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.